Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while programming pre-procedure, the cardiac resynchronization therapy defibrillator (crt-d) a gray bar was displayed. An interrogation was attempted a few weeks later and the crt-d still showed a gray bar. The crt-d was never implanted. There was no patient involvement.